Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that at 2:00 am every night, the patient obtained elevated blood glucose readings of greater than 500 mg/dl and she tested positive for urinary ketones. The patient had been using a replacement pump since (B)(6) 2012. The patient's elevated blood glucose levels were corrected with insulin injections via a syringe. The patient did not seek any medical attention. Troubleshooting revealed the pump date/time setting was correct. It was also determined the pump basal setting had been programmed incorrectly. The basal rate was supposed to be 0.975 units per hour, however the pump had been programmed for a basal rate of 0.125 units per hour. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by having the incorrect basal rate programmed into the pump. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.